Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 6, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a1 (added patient's identifier) d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 3331, 4114, 4246, 4308) the investigation verified that incorrect product was shipped. The root cause for this event is associate error at the distribution center during the picking / shipping process. A supplier notification was sent for this incident to the appropriate distribution center for their notification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1570 - shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during out of box, wrong item was received. No patient involvement.